Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the customer experienced high blood glucose. The caller stated the serter is not functioning correctly when inserting the set customer is receiving a no delivery alarm, noticed a bent cannula. The customer's blood glucose was 450mg/dl. The customer's mother was advised that the serter will be replaced.